Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip jammed on the first firing. The handle locked and no clips were applied. Another device was opened and successfully fired three times, however, on the fourth firing no clips advanced and the trigger jammed. Another product was opened and used successfully to complete the procedure.

Manufacturer narrative:
(B)(4). Empty. The analysis results found that the (B)(4) device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The orange indicator was over-traveled. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the (B)(4) device (b) was received with a j shaped clip attached to the device. The device was cycled, fed and formed the remaining clips within manufacturing specifications and then, it locked out as intended. The jaws were inspected and no burr was found that could lead the received j shaped clip. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: (B)(4), expiration date: 03/2015, manufacturing date: 04/2010. Malformed clip.